Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was a hair-like debris sealed inside the pouch of 1 of the carriers. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during kit inspection there was a hair-like substance within the packaging. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.